Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash under the therapy electrodes. The patient's physician prescribed flixovate cream and dermalibourg cream for the irritation. The patient reported that the irritation had improved.